Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements that was detected via the patient's remote home monitoring system. Boston scientific technical services (ts) suggested performing a lead evaluation with programmer and resetting the alert. Subsequently, ts advised monitoring the patient's system. Additional information indicated that the field representative did not have any idea about the patient. This system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that another alert for a high out of range shock impedance measurement on the rv lead and ICD was received. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.